Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal on the right atrial lead. Lead impedances were out of range measuring greater than 3000 ohms. Due to the high impedance measurements a lead safety switch was triggered. Surgical intervention was performed as this lead was explanted and replaced successfully. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. Resistance testing found the lead was not electrically continuous, and detailed analysis confirmed that the outer conductor coil had a fracture 17.5cm from the tip. Based upon the location of the coil fracture, evidence suggest that this type of damage is consistent with cyclic fatigue near the clavicle. The reported clinical observation of oversensing noise was likely the result of the lead damage observed in the laboratory.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal on the right atrial lead. Lead impedances were out of range measuring greater than 3000 ohms. Due to the high impedance measurements a lead safety switch was triggered. Surgical intervention was performed as this lead was explanted and replaced successfully. The pacemaker remains in service. No additional adverse patient effects were reported.